Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 13 psi; the specification is (B)(4). The silicone segment was likely weakened during customer use. Because the customer did not state than an IV push or flush was administered, the root cause could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can use unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.

Event description:
The customer reported a ballooned silicone segment occurred in the ob department. A primary infusion was infusing and the pump module alarmed for occlusion. The nurse was troubleshooting the alarm, opened the pump module door and noticed the balloon at the upper fitment area of the silicone segment. The nurse hung a new IV set and the infusion continued. No pt harm or medical intervention occurred. No further pt/event info was reported.